Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic hemostasis procedure for a bleeding cancerous lesion in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that initially, it [hemospray] sprayed properly, but it stopped spraying partway through. Hemostasis was not achieved, so it was achieved with hemostatic forceps. A section of the device did not remain inside the patient¿s body. Hemostasis was achieved with hemostatic forceps. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear biohazard bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved could not confirm the report. All components were included in the return with both catheters provided. Catheter #1 was noted to have no build up of powder within. An area of the catheter has become compressed 101.0cm distal to the red catheter hub. The catheter has been cut at the distal end as the cook print is not present at the distal end. Approximately 11.4cm has been cut from the distal end and was not provided in the return. Catheter #2 was noted to have no build up of powder within but contained residual powder at the distal tip. The catheter has been cut at the distal end as the cook print is not present at the distal end and the catheter measures 208.5cm. Approximately 12.5cm has been cut from the distal end and was not provided in the return. The device was returned with the on/off in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Residual powder was observed within the device nozzle. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. When tested with a new co2 cartridge and activation knob the device sprayed as intended both with and without the provided catheters attached. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended when tested with a new co2 cartridge and activation knob. Catheter occlusion can be a potential cause for inability to spray; however, we could not conduct a complete investigation because, while both catheters returned, both catheters had several centimeters of the distal end removed and were not provided for evaluation to confirm no occlusions. This limits our ability to conclusively determine a cause. Cutting the distal catheter is not a suggested method per the instructions for use for troubleshooting, nor for alleviating catheter occlusions. The instructions for use warn: "no modification to this equipment is allowed." A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that both catheters had several centimeters of the distal end removed and were not provided for evaluation, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.